Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event and request aid. During the call, tac recommended several trouble-shooting options. Ultimately, the customer discovered an incorrect setting. Once this setting was corrected, the image was present. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer requested help with installing her olympus evis exera iii video system center as the main monitor was not displaying an image. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.